Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds). Difficulty was encountered recapturing the closure device for repositioning. After the closure device was successfully recaptured, it was noted the wds sheath was kinked at the distal marker band. A new wds was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device technical analysis: the returned product consisted of a watchman flx delivery system (wds) with the implant detached from the core wire. The sheath, hub, core wire, device tip, and implant were visually and microscopically examined. Numerous kinks were identified along the length of the sheath and the marker band section of the device tip was kinked. The tri-cuts of the device tip were flared and abrasions were present inside the distal end of the sheath tip. Anchor damage was present on the implant. The tip and anchor damage were consistent with deployment, recapture, and redeployment in the patient anatomy. Product analysis could not confirm the reported event of device recapture difficulty as clinical circumstances could not be replicated.

Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman laa closure device with delivery system (wds). Difficulty was encountered recapturing the closure device for repositioning. After the closure device was successfully recaptured, it was noted the wds sheath was kinked at the distal marker band. A new wds was used to complete the procedure. No patient complications were reported.